Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley. This failure is most commonly caused by mishandling/misuse. Additionally, the instrument was found to have a conductor wire with damaged insulation at the grip crimp location. The instrument was also found to have loose grip cables at the distal idler pulley. The distal idler pulley spun freely and was not damaged. System log investigation: a review of the instrument log for the mbf instrument (pn: 470172-17, batch-sequence: n10181026-739) associated with this event has been performed. Per logs, the mbf was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 9th use of the instrument. Site history review: a review of the site's complaint history does not show any additional complaints related to this product. Image/video review: no image/video investigation required as no image or video clip for the reported event was submitted for review. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. The alleged event occurred on the 9th use of the instrument. Thus, the instrument was not expired at the time. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted prostatectomy with lymph node dissection surgical procedure, there was a spark from the maryland bipolar forceps instrument when it came into contact with the monopolar curved scissors. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. The rubber that holds the tip of the maryland bipolar forceps appeared to be burned following the event. The cannula was inspected prior to use; however, no pin gauge was used. The monopolar cord was not connected to a bipolar instrument. The generator used was a coviden force fx electrosurgical generator with the following settings: bipolar 40 micro, cut 60 pure, coag 40 desiccate. A monopolar curved scissors instrument was also in use at the time. The instrument was not removed prior to arcing and had been in use for around an hour. Arcing occurred during cauterizing procedure. The surgeon was uncertain, but noted that it was most likely bipolar energy that was activated when the arcing occurred. There was no instrument tip in contact with tissue at the time. There was no patient harm or injury and the patient did not return to the hospital due to post-surgical complications. No photographic images or video recording are available.